Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button functioned intermittently about once daily, characterized by momentary unresponsiveness that resolved during the call after removing and reseating the soft case. Symptoms included no reported adverse clinical effects, and blood glucose was not affected. Outcomes included no impact on therapy and no alerts or alarms. Investigation included guided troubleshooting and user education performed remotely during the call. Investigation of this case revealed normal device function observed after case adjustment, consistent with an interaction between the external case and the sleep/wake button rather than an internal device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction related to accessory fit.